Event description:
It was reported that at the user facility, a hair was found on the inside of the face mask of the toga when the sterile packaging was opened for use. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event. It was reported that during the device evaluation at the u.s. Manufacturer facility, a hair as well was two pieces of cardboard debris were found on the shield of the hood.

Event description:
It was reported that at the user facility, a hair was found on the inside of the face mask of the toga when the sterile packaging was opened for use. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event. It was reported that during the device evaluation at the u.s. Manufacturer facility, a hair as well was two pieces of cardboard debris were found on the shield of the hood.

Manufacturer narrative:
During the visual inspection of the product, foreign material was found inside the sterile pouch. A manufacturing issue was determined to be a probable cause of the foreign material in the packaging. The toga is not a repairable device and will therefore not be returned to the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.